Event description:
Caller states the patient tested 5.0 inr on the coaguchek s system and 3.2 inr on a comparison lab. Medication was decreased to half based on 5.0 inr result. No adverse event reported. Requested return of suspect system and replacement was sent.